Manufacturer narrative:
The biomedical engineer reported that after a generator test, two power supplies lost power, causing the central nurse's station (cns) to go into communication loss. The customer also reported that he went to check the cabling, and as soon as he started to loosen it, the signal loss went away. No patient harm or injury was reported. Two of the uninterruptible power supplies (ups's) that experienced failure were sent in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the cns initially shut down due to a ups failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that after a generator test, two power supplies lost power, causing the central nurse's station (cns) to go into communication loss.

Event description:
The biomedical engineer reported that after a generator test, two power supplies lost power, causing the central nurse's station (cns) to go into communication loss.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that after a generator test, two power supplies lost power, causing the central nurse's station (cns) to go into communication loss. The customer also reported that he went to check the cabling, and as soon as he started to loosen it, the signal loss went away. No patient harm or injury was reported. Two of the uninterruptible power supplies (ups's) that experienced failure were sent in for an exchange. Service requested / performed: exchange. Investigation summary: the issue was resolved after power was restored and the antenna cabling was re-adjusted. Changes to the network and or antennae system could impact wmts wireless performance. This in turn causes signal issues as outlined in the cns's operator's manual: the reported signal loss is attributable to environmental causes. The two power supplies that were associated with the systems were replaced as preventative maintenance. Further action is not warranted at this time. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 d4 model name catalog name serial number unique identifier (UDI) number g4 PMA/510(k) number h4 device manufacturer date additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni serial #: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.